Event description:
It was reported that during a ptca/stent procedure, a duet stent delivery system (sds) would not track over the doc guide wire extension. The tip of the sds was returned on the doc guide wire extension. No pt injury was reported. This report is being made based on investigative findings.